Event description:
It was reported that an unspecified quantity of large volume infusors overinfused; further described as ¿infusion times shortened by 4 to 8 hours¿. This was observed during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the events occurred an unspecified date in 2023, reported as "in the last six months." E1: initial reporter facility name: (B)(6) . Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D1: update brand name to folfusor, previously submitted as infusor. D4: update catalogue # to 2c4009k, previously submitted as 2c1009k. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.